Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced scar tissue causing occlusion events on (B)(6) 2026. The patient's blood glucose level was 443 mg/dl and was treated with a correction injection via multiple daily injections (mdi). No further information available.